Manufacturer narrative:
The insulin pump had button error alarm during keypad button test due to corroded keypad traces.

Event description:
It was reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.